Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 30 minutes after treatment was started with a polyflux 140h set, an external leak was observed from the dialyzer. The set was replaced to continue treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.